Manufacturer narrative:
The malfunctioning device was returned to vygon and was submitted for device evaluation as part of the complaint investigation. This investigation is currently on-going, and the results will be communicated to FDA via follow-up MDR within thirty days of completion.

Event description:
Catheter completed therapy and then upon removal is broke about 1 cm from the hub. Entire catheter was removed from patient. No further complications.

Manufacturer narrative:
The complaint and returned sample were submitted to the manufacturer for evaluation. Examination of the faulty sample showed that the catheter broke at 1cm distal to the fixation wing. Microscopic examination showed that the catheter ruptured due to a tensile fracture. A typical rough area was visible. The user fixed the catheter with steri strips on the tube, this wound closure system is unsuitable for catheter fixation. The adhesive in this device is too strong to be removed from the tube. The complaint is not confirmed. No corrective action will be established at this point in time. Vygon has entered this complaint into the complaint logs, and will continue to be vigilant form this type of complaint.